Event description:
Complainant alleged that during a functional testing, the device gave a "unit failed" prompt. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.